Event description:
A patient reported experiencing inaccurate high results with a otu meter. The patient's blood glucose results were 105, 146 mg/dl. Tests were done within 20 minutes with a difference of 29%. Patient did not experience any adverse events. No further information has been reported. Note-customer ate food and drank a beverage directly following use of meter.